Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) with an unexpected outcome. The patient had a previous ck procedure. The patient's preoperative refraction was -2.50 +1.75; target plano. The postoperative refraction is +1.75 +1.00.